Event description:
A foley catheter that was placed in an 88 yr old male pt during fx hip procedure was found in pts bed w/ tip missing approx 5 days after insertion. Cystoscopy was performed & tip was removed after pt complained of abdominal pain. The reporter did not know if pt was attempting to forcibly remove the catheter prior to the event.